Event description:
It was reported that the left ventricular (lv) lead was attempted, not implanted. The physician was unable to obtain adequate distal location. A different lead was implanted and remains in use. The patient was a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).